Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer stated that insulin is exiting the tubing line before the numbers started to ramp and she is losing insulin almost a quarter from the gauge she is using. Customer's blood glucose level at the time 168 mg/dl. Advised to monitor the insulin pump.